Event description:
It was reported that the pt received inappropriate high voltage therapies. The pt was taken to the hospital for evaluation and it was determined that the inappropriate therapies were the result of oversensing. Defibrillation therapy was turned off and the lead was explanted. During explant of the lead, an insulation defect was noted.